Manufacturer narrative:
Customer wanted to remove the no foam bottle and empty it. Hotline recommended the use of personal protective equipment (ppe) before troubleshooting. Customer stated that they emptied the no foam canister and the analyzer is operational. Hotline advised customer to check the hydro for leaks and customer stated that there are no leaks. Customer will monitor and call back if problem continues. As of (B)(4) 2011, no further related issues occurred as seen in the service history.

Event description:
A customer contacted beckman coulter inc. (Bci) and stated that they had several errors on unicel dxc 800 pro synchron clinical system and something backup into the no foam bottle. No injury was reported on this issue.